Event description:
Literature was reviewed regarding the impact of coronary artery disease and revascularization on the outcomes of patients undergoing transcatheter aortic valve replacement (tavr). The overall study population consisted of 1,042 patients who underwent tavr with either a non-medtronic sapien valve brand (n = 562) or a medtronic evolut valve brand (n = 480). Among all patients, the following adverse outcomes occurred: major cardiac structural or vascular complications, bleeding, stroke, need for permanent pacemaker implant, elevated mean pressure gradient, aortic regurgitation (moderate to severe), coronary revascularization/intervention, and acute kidney injury (= stage 2). Additionally, the authors recorded periprocedural, one-, three-, and five-year mortality rates of 2.1%, 13%, 34%, and 50%, respectively. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.

Manufacturer narrative:
Citation: yamashita y, sicouri s, baudo m, et al. Impact of coronary artery disease and revascularization on outcomes of transcatheter aortic valve replacement for severe aortic stenosis. Cardiovasc revasc med. 2024;68:8-14. Doi:10.1016/j.carrev.2024.05.003 earliest date of publication used for date of event. Medtronic tavr brands used in the study: evolut pro (product code npt, PMA# p130021), evolut pro+ (product code npt, PMA# p130021), and evolut fx (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.